Manufacturer narrative:
Other applicable components are: product ID: 3057, implanted: (B)(6) 2017, product type: screening device. (B)(4).

Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device; trial started (B)(6). It was reported the trial patient did not drink much and wasn¿t able to really use the restroom yesterday; she had to fast before the surgery. Patient had ams and pms mixed up; patient couldn¿t remember what time the procedure was done yesterday. The patient was able to start voiding today, (B)(6) at 12 am and also 8 am. Medical history was reported on (B)(6): the patient has cp (cerebral palsy) and is not quick and has to walk. The patient was confused with the tracker and this was explained. On (B)(6) the patient¿s bandage was leaking. History was also noted: the patient had a partial hip replacement. (B)(6) the patient reported voiding every hour for a while yesterday and again stated the tracking was confusing. The patient stated she had to get stuck 4 times before the IV was able to go in; also stated she bled a lot. The patient¿s incision was draining so badly she had to change her underwear. Medical history reported was that the patient was on oxygen and has cp. On (B)(6) it was reported the patient was getting leads removed due to a very bad infection. Patient stated she may wait 6-8 weeks before getting implant, and was in the ER over the weekend and was in a lot of misery and pain. Additionally the patient mentioned she has a burning in her eye. No further complications were reported or are anticipated.